Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Open sigmoid colectomy - "the registrars started the mobilization using monopolar energy, once they got to dissection of the lower sigmoid/high rectum mr (B)(6) took over and asked for voyant- he was aware this is the lap length device and ergonomically is not best suited for open procedure he was using for around 30 minutes when he experienced some bleeding from a vessel smaller than 7mm in size. He continue to seal the vessel and after 2 or 3 activations the vessel was sealed. He commented that he wouldn't expect to see bleeding when using his current device however did not express a concern with the device and agreed to use in a more suitable laparoscopic case." Patient status - recovering well.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The exact root cause of the incident remains unknown. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Applied medical reached out for additional information march 15, 2016- no additional information could be provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.